Manufacturer narrative:
The reported event of insulation damage was confirmed in the laboratory. A complete lead was returned in one piece measuring 52.0 cm. Damage due to clavicular crush was noted at 15.5 -16.7 cm from the connector pin which damaged the outer and inner insulation fracturing all filars of the outer coil. The cause of the reported event is due to clavicular crush.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13663. It was reported that an insulation breach was noted on both the right ventricular and right atrial leads. Both the leads were explanted and replaced. The patient was stable.